Event description:
It was reported that review of device report logs showed the user repeatedly pausing insulin delivery to avoid additional dosing while using the iLet system, and the agent planned to recommend a full reset and reeducation with the care team. Symptoms included none reported. Outcomes included no alarms and no hospital admission. Investigation included review of uploaded device logs and customer troubleshooting with education on appropriate use. Investigation of this case revealed use-related behavior consistent with intentional therapy pauses, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and understanding.